Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker complained of discomfort when lifting their left arm. Surgical intervention was performed due to suspected migration. Upon pocket inspection it was determined that a buildup of scar tissue was causing the device to push up into the clavicle when the patient lifted their left arm. The device was repositioned and remains in service. There were no allegations against the functionality of the device.